Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) anti-tachycardia pacing lead to a diverted shock. Then, a short run of ventricular fibrillation (vf) caused the device to charge a tachy shock. The vf ended as soon as charging began but the shock was committed and was delivered. The shock accelerated the patient's atrial rhythm from atrial tachycardia to atrial fibrillation (af). Further information from the sales representative stated that no action was taken, the patient will continue to be monitored. No information was provided as to how the patient's af was terminated. This crt-d remains in service and no additional adverse patient effects were reported.